Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that particulate was found within the 3-way stopcock during visual inspection. A composition test on the white particulate identified it as amide compounds. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. Pictures and analysis were provided for evaluation. Residue was visible on the stopcock in the provided photo. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.